Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare physician reported a rupture and seroma. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Healthcare professional later confirmed and found that the device was intact.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare physician reported a rupture and seroma. Device remains implanted. This relates to the right side.

Event description:
Physician reported implant rupture with seroma diagnosed by MRI, which was drained to relieve the pain. The device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure wear abrasion, voids and creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.